Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2016, explanted: on (B)(6) 2024, product type: lead, product ID: 977a275, lot#serial#: (B)(6), implanted: on (B)(6) 2016, explanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(6), ubd: 05-aug-2020, UDI#: (B)(4); product ID: 977a275, serial/lot#: (B)(6), ubd: 05-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was experiencing rib stimulation. The leads were revised and replaced and the issue resolved. The leads were discarded. The cause was not reported, but the rep noted they would submit any additional information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) had a lead revision and the leads were replaced. The information has been confirmed with the physician.